Manufacturer narrative:
Method = device not returned. Additional manufacturer narrative: the device is available and has not been returned to edwards for analysis. Attempts to obtain additional information and device return are in progress. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Should new information become available or the device is returned for evaluation, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the device was explanted due to severe degenerative calcific prosthetic stenosis of the bioprosthetic valve with severe aortic regurgitation. Patient was reported to be on chronic hemodialysis. The valve was examined by the physician during the procedure, and the aortic valve was indicated to be degenerated, severely stenotic, with a lot of pannus around the valve. The device was further checked by the physician after the explant and some thrombus was observed in the aortic aspect from the leaflet. After the implantation of the replacement device, intra-operative transesophageal echocardiogram indicated that there was no perivalvular leak. Patient was sent to the heart unit in stable hemodynamic condition.

Event description:
Through follow up, it was learned that the complaint device is not available for return as it was discarded.

Manufacturer narrative:
(B)(4): stenosis. Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Follow up to obtain the device is in progress. Should the device is returned for evaluation, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 23mm bioprosthetic aortic valve, implanted two (2) years and seven (7) months, was explanted due to unknown reasons. The explanted device was replaced with a 21mm bioprosthetic valve.